Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the tubing. Reportedly, the customer changed the infusion set to resolve the issue. Customer's blood glucose was 286 mg/dl.